Event description:
Related manufacturer reference number: 1627487-2024-00707. It was reported that during an ipg revision procedure on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-00706 ) patient¿s one of the leads had high impedance. Additionally, while re-routing the leads the physician pulled the working lead. As such, the entire system was explanted to address the issue. Investigation was unable to determine which lead had high impedance and which of the lead pulled out.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.